Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges appeared to be leaking from the bottom. Reportedly, the cartridges were not properly seated onto the pneumatic tap. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge.